Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when high pacing lead impedance was observed via a remote monitoring system. The measurements in clinic was normal. The patient will be monitored.